Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas for an unrelated issue and during the call mentioned that on (B)(6) 2012, she was hospitalized with a diagnosis of diabetic ketoacidosis. The patient stated that she was treated with IV insulin and fluids and was discharged "a few days later". The patient stated that on (B)(6) 2012, she was found unconscious in her home with the cartridge in her hand. The patient stated, she thinks she was in this state for about a day. The patient was reportedly admitted to the hospital on (B)(6) 2012 with a blood glucose (bg) of 1245mg/dl. The patient stated that she resumed insulin pump therapy and her current bg levels are between 120mg/dl and 180mg/dl. The pump is not being returned at this time. This complaint is being reported because the patient reportedly experienced severe hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: due to continued use of the pump, any information from the event date was overwritten in the pump¿s history. The available dates in the pump¿s history were from (B)(6) 2013. There were no errors or alarms related to complaint observed and the user¿s programmed basal rates were correctly reflected in the pump¿s history. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.